Manufacturer narrative:
Device investigation: the catheter shows a sharp kink 26.5cm from the hub/shaft joint. A 0.070" mandrel will pass to within 0.5cm of the kink. The kink renders the device non-functional. Conclusion: according to the physician's report, he was attempting to access a part of anatomy that had a particularly tortuous entrance. This location may not be possible to reach with this technique. This conclusion is confirmed by his similar experience with a different MFR's product attempting to access the same site with a similar result. The DHR of this mfg lot has been reviewed. This review revealed showed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs.

Event description:
The physician attempted to access a difficult abdominal aneurysm with a tortuous entrance. He used a neuron and it broke during navigation and manipulation. The physician was able to remove all of the device. The physician tried another guide catheter, an envoy, and had the same problem; the catheter broke at the same location.